Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation 06/25/2015. Review of complaint history. Results: no product lot number was provided with this complaint, therefore, DHR review cannot be performed. If the product lot number is provided at a later date, DHR review will be performed and updated at that time. Additionally, all batch records are reviewed by manufacturing and product release prior to lot release to ensure the lot is manufactured per specifications. As per the complaint background, duragen suturable was implanted in patient 1 during surgery, and delayed csf leak 4-6 weeks post-op was reported upon re-examination. The complaint product is duragen suturable. There were approximately (B)(4) duragen units sold from the duragen family in the past 12 months before this complaint. As per the trending query, there were ten complaints identified for "duragen csf leakage." Therefore, the calculated complaint rate is (B)(4) percent. Conclusion: the root cause is undetermined. Since no product was returned under this complaint, the failure analysis could not be completed for the complaint product. As per the complaint investigation including the risk assessment and trend analysis, it is unlikely that the event was attributed to the manufacturing process. The patient experienced delayed csf leakage 4-6 weeks after the original surgery and was re-examined in the hospital upon discovering the leakage. No clinical issues have been reported for the patient after re-examination.

Event description:
This is the third of 3 reports (same user facility, same product ID, different patients, lot numbers unknown). This is in regards to the third patient. Cerebrospinal leak (csf) leaks experienced when using suturable duragen in the posterior fossa space used during a chiari malformation reconstruction. Three patients were implanted with suturable duragen and all experienced delayed csf leaks (post-op, 4-6 weeks). This was found upon re-examination. With regards to the third patient it was believed that the patient most likely strained too much post-surgery. It was unknown what patient care was like post-op (lumbar csf drain, etc) and if sutures played a role in the situation. Absorbable sutures and non-absorbable sutures were used in different cases. Additional information has been requested.